Event description:
A patient reported experiencing in accurate erratic results with a one touch basic meter. The patiet's blood glucose results were 355 and 255 mg/dl. Tests were done within 10 minutes with a difference of 29%. Patient cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.